Manufacturer narrative:
H10: e1-(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "pressure regulation high" (diagnostic code 1009), had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the error, "pressure regulation high" (diagnostic code 1009), had occurred. The customer stated during setup, the unit alarmed for "pressure regulation high", had occurred. The error code was confirmed in the event log. The data acquisition (da) printed circuit board assembly (pcba) was replaced but the reported issue was not resolved. The remote service engineer (rse) had the customer inspect the flow sensor tubing's. The customer then confirmed after switching the tubing's the reported issue was resolved. The customer switched the flow sensor tubing's to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.